Event description:
It was reported during implant that the lead exhibited low impedance. The lead was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the laboratory. The cause of the low lead impedance was inner insulation damage. The insulation damage found is consistent with that occurring at the time of implant or explant.